Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged shortly after it was implanted, and was no longer in an ideal location for cardiac resynchronization therapy. Recently, the patient had left ventricular epicardial leads implanted and this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.